Event description:
It was reported a patient presents severe pain and a cyst formation. Reoperation has been scheduled.

Manufacturer narrative:
Only the year has been communicated to us. It was not communicated if the revision surgery has been performed or not. (B)(4).